Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that when she opened the individual packages the string was not attached to the tampon and just laying in the wrapper. No injury was reported.

Event description:
Consumer contacted via e-mail and stated that when she opened the individual packages the string was not attached to the tampon and just laying in the wrapper. No injury was reported.

Manufacturer narrative:
15-jul-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.